Event description:
Revision surgery performed on (B)(6) 2026 due to dislocation. The cause of the dislocation is unknown; it occurred 6 weeks post-operatively. Previous surgery was performed on (B)(6) 2026. The implanted system consisted of smr humeral components combined with an altivate glenoid component and glenosphere. The patient sustained a humeral fracture. Event occurred in canada.

Manufacturer narrative:
No review of manufacturing records for complained parts can be performed either since lot number/product information is unknown. According to the complaint source the explant is not available to return to limacorporate for investigation.